Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture resulting in a deteriorating patient condition. A lead dislodgment was alleged by a patient advocate however could not be confirmed by a health care professional. The lead was explanted and replaced due to the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.